Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the iol optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch: 114257048 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 114257048. There is insufficient evidence and information available to determine the cause of lens optic damage in this case.

Event description:
On 15th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating iol explantation and exchange.

Event description:
On 15th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the iol optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 114257048 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 114257048. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Movable flaps being partly open appears to be an artefact of not following IFU by the user and not clipping them securely together during the preparation stage of the surgery. Viscoelastic residue was observed in the nozzle. Following this observation, the injector was disassembled, and it parts were inspected under 10x magnification. The inspection did identify damage to the plunger tip which was found snapped off and caught in nozzle. The lens was returned hydrated in a pouch of saline. Cosmetic inspection of the returned lens identified damage to the haptic and optic. To facilitate further testing of the injector, the injector was re-assembled with a new plunger. 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used for this test injection. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design. From the results of product return inspection and testing performed we conclude that user error of not clipping the movable flaps securely during the preparation stage of the surgery is the most likely contributory/ causative factor to the reported event in this case.